Manufacturer narrative:
On (B)(6) 2016: tandem technical support followed up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent, multiple altitude alarms. The customer's blood glucose level was not impacted. The customer stated was able to clear the alarm and resume insulin delivery when alarms occurred.